Event description:
It was reported that unspecified bd¿ syringe plunger broke and trapped the medication inside the syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: it was not performed the DHR, maintenance record analysis and quality notification analysis, because the batch number was not informed. Sample was sent by the customer to evaluation, but without batch number information it was not possible to perform a investigation and determine the root cause. Based on the sample analysis it was not possible reproduce and identify the root cause for the incident informed. The manufacturing process are validated with defined acceptance criteria. From these information it¿s not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe plunger broke and trapped the medication inside the syringe. No serious injury or medical intervention was reported.